Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported she had received a no delivery alarm on her insulin pump while attempting to deliver a bolus. Customer's blood glucose was 125 mg/dl. The alarm was resolved by changing the reservoir, which the customer agreed to return for analysis.